Event description:
Additional information received indicates that the temporary device system was removed successfully as a new system was implanted. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. The patient also had sepsis and was given intravenous antibiotics. Additional information received from the field representative indicated that this pacemaker was explanted and then used as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker remains in service.